Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs, but unable to reproduce the error. Fse cleaned the wash probe leak sensor, which resolved the complaint. Fse validated the analyzer by successfully performed quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The most probable cause of the reported event is due to dirty wash probe leak sensor.

Event description:
A customer reported getting multiple "wash probe leak sensor errors on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.